Event description:
A jagged fragment broke off of my prosomnus sleep apnea device while I was sleeping and was loose in my mouth. I was able to waken and retrieve the fragment before sucking it into my airway. I have not been able to sleep well since the incident due to distress and mental anguish over this.